Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 50 mg/dl. Reportedly, the cause was related to the customer's basal rate as customer's daily insulin needs are lower than programmed. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. Customer acknowledged pump was functioning as intended.